Event description:
During clinic follow up, noise resulting in oversensing was observed on right ventricle (rv) lead. Provocative testing was performed and noise was reproduced. No intervention was performed at this time. The patient experienced no consequences and will continue to be monitored.